Event description:
Customer reported the anesthesia machine's ventilator and gas monitoring stopped without alarm. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Under another country's law & data protection act 1998, pt info is considered confidential and will not be released by the hosp.